Event description:
It was reported that a user new to the ilet charged the device with the screen facing down, the ilet powered off, and the user was without insulin for approximately six hours until assisted with correct charging and a subsequent supply change. The user experienced elevated blood glucose due to being disconnected and not reverting to alternative therapy, which resolved after reconnection and education. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl. Outcomes included the need for troubleshooting and user education, without hospitalization. Investigation included case review and guided troubleshooting of charging technique and infusion set connection. Investigation of this case revealed use-related error leading to device shutdown due to improper charging orientation and an infusion line disconnection causing loss of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user error related to charging and infusion set reconnection, addressed through education and correct use.